Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, the patient's rv lead exhibited noise, which in turn triggered multiple inappropriate atp therapies. The device was reprogrammed. The patient's condition was stable.